Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (resetting) was unable to be duplicated. However, upon evaluation, there was evidence of contamination on the pca board at the battery connector. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned a charger/modem indicating that it was resetting. Evaluation revealed contamination on the battery connector.